Event description:
It was reported that during intracranial artery stenosis (icas) procedure the operator delivered the subject guidewire to pass the lesion. When the operator tried to deliver the subject guidewire to go into distal of vessel, the distal of the subject guidewire didn't react as the proximal did. So, the operator found the subject guidewire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned in two fragments (190cm proximal fragment and 10cm distal fragment). The proximal fragment was inspected and was noted to be broken along the nitinol tubing with the core/platinum wire exposed. The distal fragment was inspected, and the nitinol tubing was seen to be broken and core wire and platinum wire exposed. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis the guidewire was returned in two fragments 190cm and 10cm. An assignable cause of procedural factors will be assigned to the reported and analyzed event ¿ guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during intracranial artery stenosis (icas) procedure the operator delivered the subject guidewire to pass the lesion. When the operator tried to deliver the subject guidewire to go into distal of vessel, the distal of the subject guidewire didn't react as the proximal did. So, the operator found the subject guidewire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.